Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 8 years, who has used the reliant device for expansion of vascular prostheses 400 times in total of which 200 of those times were in the last 12 months. For the temporary occlusion of large vessels it was used 800 times in total of which 400 times were in the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts) the following complications were encountered: entry site hematoma, hemorrhage, inability to inflate/deflate balloon. The physician found the entry site haemotoma events very concerning, somewhat concerning and not all concerning. The hemorrhage events very concerning, somewhat concerning and not at all concerning. The inability to inflate/deflate balloon very concerning, somewhat concerning and not all concerning. All of the events were reported to be related to the device on at least one occasion each. During use of the reliant for temporary occlusion of large vessels, the following complications were encountered; vessel perforation or dissection. The physician found these events very concerning, somewhat concerning and not all concerning. These events were deemed to be related to the device on at least one occasion. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.